Manufacturer narrative:
(B)(4). Date of implant was reported an unknown date in (B)(6) 2008. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient who was implanted with a philos plate and screws during (B)(6) 2008 now has a chronic fistula or abscess in the lower part of the wound and was diagnosed with late stage infection (pathogen type not reported). The patient was fine postoperatively for the first two years and has no long-term illnesses. The patient underwent explant surgery on (B)(6) 2015 to remove all the hardware. Antibiotics were also administered. On (B)(6) 2015 the patient returned for a two week follow up appointment and to have the stiches removed. It was reported that the patient is doing well and has responded to the antibiotic treatment and the antibiotics could be discontinued. This report is 2 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 2 of 4 for (B)(4).